Event description:
The patient reported that subsequent to the implant of a protegen sling and rectocele repair in 1997 patient experienced multiple vaginal, bladder and intestinal infections; pelvic and low back pain due to collapse of the sling; painful intercourse and depression. Patient reported that the device was removed and patient's vagina was reconstructed. The device was not returned for evaluation.